Manufacturer narrative:
When the technician investigated the lift, he noted that the caster had fallen off. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lift. The technician generated a warranty order for a caster to send to the account to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the right lowbase caster was damaged and fell off. The lift was located in the patient room at the account at the time of the allegation. There was no patient/user injury reported. (B)(4).